Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator was inoperable due to the patient not charging nor receiving therapy for over two years. The patient stated they stopped charging due to not receiving relief from stimulation. Patient requires a magnetic resonance imaging system as well. The device was explanted to resolve the issue. There were no complications during the procedure. The patient was stable.